Event description:
The pt is a 48 yr old white female who underwent bilateral breast augmentation in december of 1987 using another co's saline implant 325cc. After implantation, the pt's health began deteriorating with joint pain, arm pain, migraine's, nausea, vomiting, and fatigue. She has been diagnosed with fibromyalgia. On physical exam, she has no contracture in her breasts. There is pain in the left axilla but there is no silicone lymphadenopathy. Because of systemic symptoms and local pain symptoms, the pt desires implant removal. Total capsulectomy is medically necessary because the capsule contains implant components which the pt may be reacting to.